Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age at time of event, sex, weight and ethnicity and race were not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA (ntg light therapy acne spot treatment USA 70501101315). This report is for (neutrogena visibly clear light therapy spot treatment ap 6907376834465, 26202392apa, 26202392apa). Device is not distributed in the united states, but is similar to device marketed in the USA (ntg light therapy acne spot treatment USA 70501101315). (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (ntg light therapy acne spot treatment USA 70501101315). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the consumer experienced an allergy after using the neutrogena light therapy acne spot treatment. The consumer sought medical attention. No additional information has been provided or received.